Event description:
Patient was revised to address poly wear of the tibial insert. It was reported that the patient is very active.

Manufacturer narrative:
The device associated with this report was not returned. Provided information states the very active patient wore out the tibial liner and is described as athletic. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.